Event description:
The customer called to report that his pod initiated an occlusion alarm. Blood was seen in the cannula, though no kink was noted, in addition, he experienced high bgs (371-386mg/dl) despite having administered multiple correction boluses. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.